Event description:
This medwatch report was initiated upon subsequent review of the event, at which time it was determined that the reported malfunction is a medwatch reportable event; consequently this medwatch report is being submitted late. The complainant reported that during the preparation of the therapeutic procedure, the device was tested outside of the pt (age and gender unknown), at which time it was observed that the device's basket tip was attached and the device was functional. The clinicians then accessed the pt's bile duct with the device and then opened the basket in the bile duct. At this point it was observed that the basket tip was no longer attached to the basket. The complainant reported that it was unable to be determined if the tip had popped off in transit to the pt's bile duct or in the bile duct. A balloon cholangiogram was then performed in an effort to locate the basket tip, but the procedure was unsuccessful in locating the tip. The clinicians were unable to confirm or disprove that the tip perforated the pt's bile duct, consequently, two plastic stents were deployed as a precaution in the event there was actual perforation of the bile duct. The complainant reported that these stents would eventually be removed from the pt. There was no indication from the facility of any continued pt issues or adverse affects on the pt as a result of the reported problem.